Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/6/2020. H.6. Investigation: customer returned (3) open bd alcohol swabs from lot # 0064766. Customer states that there is a foreign matter stuck on the alcohol swab. All returned swabs were examined and all exhibited splicing tape on the swab pad. A review of the device history record was completed for batch #0064766. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process: at the swab machines, every pad roll is spliced together with ¿brown¿ tape like what is seen in the complaint. The tape is manually applied, by the swab associate, onto the end of the pad roll that is on the machine onto the new pad roll that is being introduced. An eye (sick eye) on each side of the pad roll (lane 1 & lane 10) is used to detect the taped splice. When the eye detects the slice, it counts (so many cycles) and automatically rejects the swabs, prior to the carton an accumulator into a waste bin. Investigation: the DHR, l2l dispatches, logbooks and quality notifications were all reviewed. Nothing was found pertaining to this type of complaint. No definitive root cause can be determined.

Event description:
It was reported that 3 swab alcohol 100 bx 1200 asia pacific experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: there is a foreign matter stuck on the alcohol swab.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 swab alcohol 100 bx 1200 asia pacific experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: there is a foreign matter stuck on the alcohol swab.